Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip. (B)(4).

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The customer is concerned with e-2 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling tired and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date was not over four months ago. The meter memory was not reviewed for previous test result history: customer states that she is feeling tired and she has a headache. Strips are not past 4 months past open date. Customer was able to get a blood results of 200 mg/dl after troubleshooting.